Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the buterol tubing breaking during removal from the pump was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015012 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set tubing broke when removing it from the pump. The following information was provided by the initial reporter: "buretrol IV tubing broke when removing from pump. Line severed at blue connection to flexible silicone portion of the tubing." -was there any adverse event as a result of the reported product failure? Product broke when removing from the pump so it did not impact the patient, line was clamped, therapy had ended. - can you please provide additional details in regards to the IV tubing breaking? Did you experience any leakage? No reports of leaking before the tubing was removed from the pump.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 07-sep-2022. H.6. Investigation summary: a complaint of the buterol tubing breaking during removal from the pump was received from the customer. A sample was returned for investigation. Through visual inspection, no damages or defects were observed on the set. The set was primed and infused at a rate of 250 ml/hr and no leakage or flow issues occurred. The defect could not be replicated. Possible lots were determined using the smart site ids on the set. A device history record review for model 10015012, lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 02sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095095 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 04sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot, number 21095217 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined as the defect could not be replicated.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set tubing broke when removing it from the pump. The following information was provided by the initial reporter: "buretrol IV tubing broke when removing from pump. Line severed at blue connection to flexible silicone portion of the tubing." Was there any adverse event as a result of the reported product failure? Product broke when removing from the pump so it did not impact the patient, line was clamped, therapy had ended. Can you please provide additional details in regards to the IV tubing breaking? Did you experience any leakage? No reports of leaking before the tubing was removed from the pump.